Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed. Patient age and dob requested but not provided. However, the event reportedly occurred in the pediatric department, therefore, it is presumed the patient was a pediatric patient.

Event description:
The customer reported that the pediatric department experienced a large bore IV tubing set that separated and leaked below the filter during patient use. The tubing set was replaced with a new set. Other than the increased risk of infection due to the tubing set requiring to be replaced, there was no patient harm caused by the event.

Manufacturer narrative:
The customer¿s report that the tubing set separated and leaked below the filter was confirmed. Visual inspection observed that the set was separated at the junction of the vinyl tubing. It was noted upon receipt that the filter outlet pivot was broken off at the micron filter outlet port. Closer inspection under magnification observed stress marks at the break site. Functional testing was not performed due to the obvious breakage. The cause of the separation and leak was the condition of the set being broken into two halves at the junction of the tubing to the filter outlet. The root cause of the breakage was not determined.

Event description:
The customer reported that the pediatric department experienced a large bore IV tubing set that separated and leaked below the filter during patient use. The tubing set was replaced with a new set. Other than the increased risk of infection due to the tubing set requiring to be replaced, there was no patient harm caused by the event.